Manufacturer narrative:
Patient information is unknown. It is unknown on what date the plate broke. Lot number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. No code available used for patient undergoing surgery to remove the broken plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a locking compression plate (lcp) proximal tibia plate and unknown screws due to broken plate on (B)(6) 2018. It is unknown when the devices were originally implanted. Implants were successfully removed. There was no surgical delay reported. There were no fragments generated from a broken device and did not require any medical interventions. The procedure was successfully completed and the patient was in stable condition. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for a 4.5mm lcp(tm) proximal tibia pl 16 holes/298mm rt-sterile. This is report 1 of 1 for (B)(4).